Event description:
It was reported that a patient experienced inflation failures with three (3), size m6sct devices. The devices had been in use approximately eight (8) to ten (10) weeks when cracking was detected at the seams and near the luer valve on the pilot balloons. There was one (1) patient involved and no reported injury. As of this date, the device(s) has not been returned to the manufacturer.

Event description:
Note: this file had been closed and was re-opened since the reportedly involved device was returned and forwarded for evaluation on 2/9/00. Please reference section h.6 for evaluation results.